Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
According to the pt's wife, the pt arrived at the emergency room (ER) on (B)(6) 2010 with a 27 mg/dl blood glucose result. The pt was being treated for hypoglycemia and seizures. The pt was wearing the pump upon admission but was later removed in the ER. The pt was admitted to the ICU with insulin injections (no insulin drip was used) and remains on injections since his pump case was cracked during his ER stay. The pt's wife admitted that she dropped the pump on the ER floor and now the battery cap cannot be screwed on securely. The pt's wife was not implicating the pump for the pt's hypoglycemia.